Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer and manufacturer's representative (rep) reported the patient had surgery on her back on (B)(6). During the surgery, the consumer stated the healthcare provider (hcp) said the leads were "cracked or damaged and shorted out so he had to remove them." The generator was left in case she needed it in the future so the system was only partially explanted. This issue was identified when the patient was having surgery for a new pain other than what the stimulator was placed for. No diagnostics or troubleshooting was performed. It was unknown what actions or interventions were taken as the rep was not present for the surgery. At the time of the report, the issue was resolved and the patient was doing fine. Surgical intervention occurred. Relevant medical history included low blood pressure, foot pain, and spinal pain.